Manufacturer narrative:
On april 12, april 19 and april 25, 2017, the distributor attempted to obtain further information including patient's information, however the information was not provided. Due to the device not being returned from the distributor, nakanishi inc., (B)(4) (manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On april 29, 2017, nakanishi received an email from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. - the event occurred on (B)(6) 2017. - during a dental procedure, the handpiece, forza f5 (serial no. (B)(4)) overheated and burned a patient's cheek.